Event description:
It was reported that the patient experienced a severe hypoglycemic event while using the ilet system, with a reported blood glucose of 30 mg/dl, loss of responsiveness, and ems administration of intravenous glucose before emergency department evaluation; the patient and spouse later attributed the event to the pump, noted recent initiation of ozempic and a weight change entered into the pump, and requested discontinuation of the current device. Symptoms included hypoglycemia and loss of consciousness. Outcomes included the need for an unexpected medical intervention with medication. Investigation included communication with the patient and spouse and analysis of information provided by the user, including synced reports and engineering logs. Investigation of this case revealed no device findings and a medical device problem could not be characterized due to insufficient information and no identified component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.